Event description:
It was reported that the patient had an infection in the device pocket. Additional information received reported that the infection was not at the pocket, but was at the lead incision site. Symptoms included redness, and upon swabbing, a bacteria was found. The patient also experienced a fever on (B)(6), which quickly subsided. The patient was placed on systemic antibiotics and watched closely, and the entire system was ultimately explanted. It was noted that the patient had experienced infections in the past with other procedures. The physician planned to continue to treat the patient, and re-implant in a few months.

Manufacturer narrative:
Concomitant medical products: lead model 3093-33 lot# v797201 implanted: (B)(6) 2011 explanted: (B)(6) 2012 programmer model 3037 serial#(B)(4).

Event description:
Additional information received reported that the patient had an open wound. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the patient's health care provider (hcp) showed that the patient had fever, redness, swelling, drainage, and incisional would opening related to the infection. The infection was at the device pocket and along the lead track. The patient was put on oral antibiotics, and the device system was explanted. The infection was resolved. It was also noted the patient was diabetic and had a post-op wound or skin contamination.